Event description:
It was reported, "during the procedure (after vcare was inserted fine and all pieces were initially in place), the front cup then came off the manipulator tube, and the intrauterine balloon came off the front distal tip, and the product disassembled itself inside the patient during procedure. While trying to do the colpotomy and finish the case, this made it very difficult to complete. This occurred during a robotic tlh (total laparoscopic hysterectomy) procedure." It was also reported, "no injury to patient".

Manufacturer narrative:
Although the complaint device was reported for a catalog number 60-6085-202 vcare ii (large) product, the returned device was identified as catalog number 60-6085-100 vcare I (standard) product. This was determined by the fact that the manipulator shaft did not have graduation marks and the cervical cone was the design and color of a vcare I (standard). The initially reported lot number of 1207311 was for a vcare ii device. This lot number was produced (B)(4) 2012. The vcare I device was not produced since (B)(4) 2012; therefore, the lot number of this device is actually unknown. The correct catalog number and lot number of the complaint product are reflected in sections d. 4. Of this report (see above). The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review was not accomplished as the lot number of the device was not available. One (1) vcare device was returned for evaluation. The cervical cone, intrauterine balloon, and vaginal cone were completely detached from the manipulator tube. The handle, locking mechanism, and pilot balloon were still attached and not damaged. The u.v. Adhesive appeared to have been adequately applied to the manipulator tube where the intrauterine balloon was attached. The intrauterine balloon appeared to have been folded over onto itself, as if it had been "peeled" off of the manipulator tube. The inside diameter of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band varied between 0.218 and 0.221 inch [there is no specification for this dimension] using calibrated calipers. Therefore, there was a 0.003 - 0.006 inch interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The intrauterine balloon adds additional resistance to detachment of the cervical cone. The inside diameter of the vaginal cone measured within specification using calibrated pin gages. A vcare cone / balloon detachment investigation guidance questionnaire was sent to end-user for completion related to this complaint; however, was not returned to conmed corporation. A potential cause of this complaint is application of force during manipulation of the device which exceeded its cervical cone pull off strength capability. A contributing factor may have been not releasing the locking mechanism and retracting the blue vaginal cone prior to removing the device. This would increase resistance and allow the vcare shaft to pull through the cervical cone. The risk associated with this complaint is mitigated in the dfu, directions for use, which states, "unlock the locking mechanism by turning the thumbscrew counterclockwise (anticlockwise) swipe finger around the vaginal cup to release cone from the vaginal tissue. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal". The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099. The device has been received of the manufacturer; however, investigation is pending. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed.